Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that less than 1 month after the immediate dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported bleeding and implant mobility in this patient with good oral hygiene. The patient's non-compliance after surgery was also noted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.